Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, bleeding was observed that was resolved with cautery, the placement of clips, and the use of a vessel sealer extend (vse) instrument. The following information is unknown: the source and cause of the bleeding and the estimated blood loss associated with the complication. The procedure was completed robotically as planned. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported bleeding is unknown.

Manufacturer narrative:
Updated fields: h2 and h11. The vessel sealer logs for this procedure were reviewed. The logs show the first vessel sealer extend (vse) instrument used during this procedure was installed 7 times, with homing complete on its first 4 installs, and homing failing on its last 3 installs. The instrument performed 287 seal events and 242 cut complete events. However, during the 4th install, this instrument had multiple jaw angle open events, followed by a cut failed event and a blade jammed event. After the blade jam, the instrument had 3 consecutive homing failures. The logs show error an error for blade jammed with a vse on universal surgical manipulator (usm) #4. Another error indicating the vse instrument failed homing occurred three times. The second vse instrument used was installed one time on usm #4 and passed homing. The instrument performed 63 seal events and 57 cut complete events. There were no errors associated with this instrument in the logs.

Event description:
Refer to h11 for follow-up information.